Manufacturer narrative:
A check out of the injector by medrad service was offered to the customer, but was declined. Additional applications training was performed.

Event description:
The site reported that an extravasation occurred during a CT scan. The pt reportedly required surgery. The exact details regarding the extent of the surgery were not provided. Multiple documented attempts have been made to obtain additional info, including the following: pt info, date of the event, details of the occurrence, the extent of the surgery that was performed, and the serial number of the injector that was used during the event. At this time, the hospital is not releasing any more info to medrad.